Manufacturer narrative:
Initially arjohuntleigh received very limited information indicating resident fall from a maxi move standing hoist, without sustaining any injury. However further information provided clarified that there was no resident fall and instead of standing hoist, the ceiling device was involved. Along with new information received, the resident was being lowered off the bed using the maxi sky 600 ceiling lift. When the nurse released the up button on the device hand control and despite no other controls were activated, the ceiling lift strap started to unwind slowly. As a consequence the resident was positioned back into bed. Any injury or harm were noted. When reviewing similar reportable events registered in the last five (5) years (since jan 2012 up to feb 2017) for maxi sky 600 and similar ceiling lifts, we have found a few cases that may relate to the issue investigated here: the un-commanded unwinding of the ceiling lift strap and spreader bar. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is relatively low. After the event, the device was moved through the arjohuntleigh inspection and no technical malfunction was found. What is more, the unexpected device behavior: unwinding of the ceiling lift strap and spreader bar could not be re-created. Based on the collected information, photographic evidence and findings made during mentioned inspection of the involved device it appears possible that the issue might have occurred due to user error, for example the device was hooked some obstacle causing accumulation of strap in the ceiling lift, until the unexpected release of the strap. Nonetheless without having first-level evidence such as video of a re-creation or detailed witness description of what occurred, this hypothesis cannot be confirmed with a high degree of certainty. It needs to be emphasized that arjohuntleigh ceiling devices are equipped with emergency safety features (emergency stop and emergency lowering system) that shall be activated in case of any electrical failure of the lift to provide safe and smooth completion of the resident transfer. The following contents of the instructions for use (001.14150.33) as supplied with the device, clearly states that this device must be only used by trained caregiver "the maxi sky 600 is designed for lifting patients in a homecare setting, at nursing homes and other assisted living centers. Patient transferring is performed under the supervision of an appropriately trained caregiver staff in accordance with the instructions outlined in this manual. All other uses must be avoided." The caregiver should be ensured that: the sling straps are in good condition and properly fastened and the daily maintenance is carried out before using the lift. "Warning: pay close attention to the safety of the patient as you press the control buttons. Before lifting the patient, make sure that all straps are attached to the spreader bar. Make sure the sling is not caught on any obstructions (for instance, the wheelchair brakes or armrests)." Although no serious injury took place, we have reported this event to competent authorities in abundance of caution, due to initial allegation of the resident fall. However, in the course of investigation and along with new information received no resident fall occurred and arjohuntleigh no longer find this event to compromise patient's or users safety. It was possible to establish that maxi sky 600 was in use for a patient transfer at the time of the event and was reported by initial reporter of the complaint to have malfunctioned (not performing up to the specification) when the complaint situation took place, however, it was concluded that the use error has contributed to the reported issue. Arjohuntleigh no longer perceive this event to be reportable.

Event description:
Initially arjohuntleigh received very limited information indicating resident fall from a maxi move standing hoist, without sustaining any injury. However further information provided clarified that there was no resident fall and instead of standing hoist, the ceiling device was involved. Along with new information received, the resident was being lowered off the bed using the maxi sky 600 ceiling lift. When the nurse released the up button on the device hand control and despite no other controls were activated, the ceiling lift strap started to unwind slowly. As a consequence the resident was positioned back into bed. Any injury or harm were noted.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a complaint where it was reported that a patient fell from a maximove device, but did not sustain any injury. The technician stated that the lift was not damaged. Further investigation will reveal more details about the reported incident. Complaint was decided to be reportable in the light of the reported fall from the maxi sky 600 ceiling lift.